Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. The customer cannot identify the device involved in the event. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that an unk number of spectrum pumps alarmed air in line when no air was present in the line (fluid, programmed amount and deliver rate are unk). It was also reported that there was no pt injury.